Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that errhysis was found at the joint of the catheter. The catheter was in situ for less than three months. The catheter was removed from the patient and the patient is in stable condition.

Manufacturer narrative:
Submit date: 02/06/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. A sample was received for evaluation. The product sample consisted of two dilators, two wound dressings, the guide wire/ j straight, the tray, and one catheter without the blue adapter. The catheter corresponds to a mahurkar qplus x 16 cm; however, a red palindrome adapter was received. The sample was submitted to an underwater test and no bubbles were found. Dimensional testing was conducted and the red adapter was found within specification. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Overtightening catheter connections can crack some adapters. The red adapter passed the functional, dimensional and visual inspections performed. The most probable root cause can be due to overtightening the catheter connections. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process leak inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection at the final stage of production and 100% leak testing, which would identify this issue in the catheter. This complaint will be used for tracking and trending purposes.